Event description:
It was reported to vyaire medical that the battery light of the 3100a ventilator came on and alarmed for a short time while on a patient. The unit the proceeded to lose pressure and the device shut down. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite,troubleshot the device,bypassed the humidifier and blender,attached the circuit and adjusted the pr3 for 39-43 cmh20. The unit passed patient circuit check and performance check without issue. All tests passed the required criteria and the unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.